Event description:
It was reported that a balloon rupture was observed near the right ventricle during insertion on the x-ray picture. Catheter was removed, and balloon was torn. There was no problem at the inflation test. It seemed the part of the latex was missing, so customer monitored the patient, but it appeared that there was no complication or aeroembolism. There were no patient complications reported.

Manufacturer narrative:
Device not returned.